Event description:
This spontaneous report (2023-cdw-00248, 007702306a) from the united states of america was reported by a male consumer (age unspecified) whose head of the toothbrush came off and tooth shifted and chipped while using a and h spinbrush pro clean unspecified. The consumer's medical history and concomitant medications were not reported. On an unspecified date, the consumer initiated a and h spinbrush pro clean unspecified via the dental route. The head of the toothbrush came off, and his tooth shifted and chipped. Later, he had new invisalign trays for his shifted tooth. The action taken with the a and h spinbrush pro clean unspecified is unknown. The outcome of the events, tooth shifted and chipped is unknown. The outcome of the event the head of the toothbrush came off is not applicable.